Event description:
It was reported that the end user is experiencing an increase in frequency of utis since switching to the hollister vapro hydrabalance catheters in february. It was reported that when he started using the hydrabalance catheters he noticed a burning sensation followed by cloudy urine. It was further reported that although he has a history of frequent utis with the use of intermittent catheters, he had been able to have them treated with antibiotics and they would go away for months. It was reported that when using the hydrabalance product, within first few days he developed uti and despite a urine culture and a course of antibiotics, the uti would return a few days later. It was further reported that he is a quadriplegic but has sensation and has been cathing for 40 years.

Manufacturer narrative:
A DHR review is not possible because a lot number was not provided. The device was not returned for evaluation; therefore, a physical inspection could not be performed. Sterilization records reviewed and found to be within validated ranges. A causation between the hollister catheter usage and the end user's reported uti could not be established. Based on the information provided, a direct causal relationship between the device and the reported uti could not be established. Utis are a known potential complication associated with intermittent catheterization, particularly if aseptic technique is not strictly followed. The instructions for use (IFU) emphasize the importance of proper hand hygiene, catheter handling, and sterile technique to minimize the risk of infection. Since the lot number is not known only the di information of the UDI is known.